Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for fluid on the flushing catheter was confirmed through evaluation of the provided imagery. A potential manufacturing non-conformance or a supplier-related issue was identified through the investigation. A review of IFU/training materials revealed no deficiencies. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''when the esheath was removed from the sterile packaging, fluid on the flushing catheter close to the hub was observed.'' Imaging evaluation of the returned device showed liquid substance inside the flush tube. Since the device was not returned for evaluation, the ftir analysis was unable to be performed. However, similar complaint events identified the fluid in the flush tube to be silicone in nature, consistent with silicone component that is a part of the esheath. During esheath manufacturing, this silicone material is incorporated into two different locations: (1) hemostatic valve stack (inside of housing) and (2) three-way stopcock. During sheath packaging, liquid silicone is injected in between the valves and inside the cross slit of the most proximal valve. An engineering study confirmed that application of excessive silicone may cause the fluid to migrate from sheath housing and accumulate inside the flush tube. As the stopcock component comes pre-assembled with silicone from supplier, a scar has been initiated for further investigation. As such, available information suggests that the reported event may be tied a manufacturing non-conformance or a supplier-related issue. However, since the silicone source was unable to be unequivocally ascertained, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported, by our edward lifesciences affiliate in new zealand, regarding a 23mm sapien 3 ultra transcatheter heart valve implant procedure, when the esheath was removed from the sterile packaging, fluid on the flushing catheter close to the hub was observed. Another esheath was opened and used for the procedure. The procedure was completed successfully and the patient was discharged the following day.

Manufacturer narrative:
The investigation is ongoing.